Event description:
It was reported that the patient presented remotely via merlin net.. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited failure to capture. The patient then presented for an in-clinic follow-up and it was noted that the failure to capture did not reoccur. No intervention was performed. There were no patient consequences.